Event description:
The tuftex embolectomy catheter requires lots that the ligature is tied by trainees to have a pull test as part of the lot acceptance procedure. While manufacturing engineering reviewed lots that were tied by two trainees it was found that three lots (xsl0097, xsl0098 and xsl0099) were released without pull test data. If not tied securely, the proximal ligature of the balloon could slip toward the tip of the catheter and block the inflation hole. The blockage could result in the balloon not deflating. The surgeon would need to deflate the balloon by puncturing it. However, in extreme cases, if they pull too hard on the catheter, the tip could break off. Typically, a broken tip would be removed by the surgeon, but there is a remote possibility that it could be lost in the blood vessel. There have not been any complaints or adverse events resulting from the issue. Further, no complaints of any failure mode have been reported for the involved lots.

Manufacturer narrative:
Lemaitre engineering discovered this issue while reviewing the manufacturing records for lots where the ligature was tied by two trainees. It was determined that three lots (xsl0097, xsl0098 and xsl0099) were released without pull test data. The issue puts the devices at higher risk of failure that could necessitate medical or surgical intervention to preclude permanent damage to the patient. There have been no reports of malfunctions involving these lots at this time. For the product involved in this incident, (B)(4) amongst lots xsl0097 and xsl0098 were shipped to customers in (B)(6) 2022.